Event description:
It was reported that there was discoloration on the insides of the mattress, though there were no visible holes/rips or matching discoloration on the tops. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
At filing date, no other info was available. F/u will be filed as necessary if investigation determines fluid ingress did not cause the discoloration to the mattress.